Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. Physician feels like has never had problem with other leads. Physician was watching on fluoroscopy and can see helix pop out. There is no further information available. No adverse patient effects were reported.